Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for a breast case. It was reported that there was an instance of smoke or flame from using the handpiece. It was noted that the surgeon had smelled something burning shortly after starting the procedure. The smell was described as an electrical burn as opposed to tissue burning. The grounding pad was checked under the drapes and there was no skin integrity issues nor indication of equipment malfunction. The megadyne was intact and the bovie was not yet utilized at this point. The handpiece was inspected and found to be damaged after it was in use. There was a piece of clear/white plastic that was bent over as if it had melted away from the device. The plastic was burned between the tip of the device and the top of the blade. It was assumed that the burned plastic was the heatshrink. There was no patient or surgeon harm and the site switched the device. The remainder of the case went well.